Manufacturer narrative:
The device was evaluated by a zoll approved service provider. The customer's report was duplicated and a replacement front enclosure was sent to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.